Event description:
The sheath was placed in the right femoral vein for a cardiac catheterization procedure. A catheter was placed through the sheath and repositioning required pulling the catheter back through the sheath. During manipulation the sheath sheared and a portion of the sheath remained in the femoral vein. The detached segment of sheath lodged in the left pulmonary artery and was retrieved under fluoroscopy in the special procedures dept. The pt was subsequently admitted for observation. No further details are available at this time.